Event description:
It was reported that percutaneous coronary intervention was performed to treat a heavily calcified stenotic lesion in the left anterior descending artery (lad). An asahi corsair pro microcatheter was used with a pilot 200 guide wire (abbott) to successfully cross a stenotic lesion. Crossing another stenotic lesion in the distal segment was attempted but failed. The catheter was removed ex situ and lesion dilatation was attempted with different balloon catheters but failed. Then the pilot 200 guide wire was advanced again to the distal segment of the lad, and an extension catheter (insight lifetech) for additional support was used to exchange balloon catheters and the replaced balloon catheter was dilated at high pressure. With assistance of the extension catheter, the subject corsair pro microcatheter was torqued and advanced through the occlusive lesion in the mid lad to the distal lad. The guide wire was exchanged for a runthrough ns guide wire (terumo), which was further advanced to the distal lad. Despite attempts to remove the subject corsair pro microcatheter, it never moved. Torque was applied repeatedly but did not work either. When additional removal attempts were made, the distal segment of the microcatheter was detached. Both the corsair pro microcatheter and the runthrough ns guide wire were removed ex situ as a unit, when the microcatheter was found completely broken. The procedure was successfully completed after the event, and the patient was discharged. The catheter fragment left in situ was removed at a later day. It was informed that the physician considered that "the microcatheter had become trapped due to severe vascular calcification".

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review of the reported corsair pro microcatheter could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: based on the obtained information and referring to known similar events, it was presumed that torsional stress generated with catheter manipulation might have been locally accumulated to the distal segment of the subject corsair pro microcatheter while the distal segment of the catheter was caught by the heavily calcified lesion. As tensional stress was further applied during withdrawal attempts, the distal segment of the catheter was detached. Although it was concluded that the reported event was not attributable to the product quality, it was concluded that the catheter fragment left in situ could not be ruled out as the affected device was not returned. CAPA: no CAPA will be taken. Instructions for use (IFU) states: \[warnings]" ~ do not use this microcatheter in advanced calcified lesion. ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) ~ always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) \[malfunction and adverse effects]". ~ separation.